Event description:
The complainant alleged while monitoring a patient (age and gender unknown), the device failed to display the patient's rhythm. The medics turned the device off and on three-four times before the patient's rhythm was displayed. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.